Manufacturer narrative:
Concomitant medical product: product ID: neu_refill needle, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a family member and healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (10 mg/ml, 6.502 mg/day) and baclofen (2,000 mcg/ml, 1,300.5 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's mother called and stated the their at home nurse attempted to refill the pump yesterday ((B)(6) 2019), but was unable to do so. The patient was admitted to the hospital due to return of spasticity. The date of the call ((B)(6) 2019) was the patient's refill date. The caller stated they had medication, but "they don¿t have the refill it or anyone to fill the pump". The caller was instructed to follow up with their healthcare professional (hcp). Additional information was later received from a manufacturer representative (rep). They reported the believed the pump was flipped because they were told that the hcp bent two needles trying to refill the pump. The rep was to see the patient in the hospital. The rep called back and reported the pump reservoir was 1.6 ml and requested assistance to determine when the pump would be empty. It was calculated the patient had two days. The rep stated, "the pump should be filled tomorrow ((B)(6) 2019)". No further information provided.

Manufacturer narrative:
Concomitant medical products: product ID: neu_refill needle, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was not flipped. It was reported that the nurse who was unable to fill the patient's pump was inexperienced. The pump was able to be accessed later that evening and was filled. It was noted that the bent refill needles were discarded. No further complications have been reported.